Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with syncope. It was noted that the rv pace impedance measurements had risen over the last year yet remained within normal range. The rv pacing thresholds were elevated as well. The patient was pacemaker dependent at that time. The field representative observed rv loss of capture in the hospital and reprogrammed the device. Subsequently, a lead revision procedure was performed a few days later in which the rv lead was surgically abandoned and a new rv lead was implanted. A possible lead fracture was noted but not confirmed on fluoroscopy. No additional adverse patient effects were reported.